Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 0.8 mmol/l (compact plus system 1) and "4 or 5 mmol/l" (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for compact plus system 2. Reference medwatch with (B)(6) for compact plus system 1.